Manufacturer narrative:
Concomitant medical products: addrs1 ipg implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope/near syncope. A warning was alerted for low impedance on the right ventricular (rv) lead followed by a polarity switch. The rv lead remains in use. No further patient complications have been reported as a result of this event.